Event description:
Upon removal of the epidural catheter the nurse experienced resistance. The anesthetist was called in to remove the catheter and the anesthetist also met resistance, but withdrew the catheter. The tip of the catheter was absent when removed. The user/facility was contacted in 2001 for additional information. The epidural was administered for labor and delivery. The catheter was inserted easily, but when removed resistance was met. A CT scan was performed and the tip was not in the epidural space, but in the soft tissue. The patient was released from the hospital with no adverse effects. The hospital's risk management department will not release the sample for evaluation.